Event description:
The event is reported as: complaint alleges: pt had a straight catheter placed on pediatric outpatient. Pt went down to diagnostic imaging. The staff in di went to do procedure and noticed the catheter was broken, one part in pt, one part still attached to the leg with a catheter secure. Procedure still occurred, no harm ot pt. Catheter removed with no difficulty.

Manufacturer narrative:
No sample device is available for investigation.